Event description:
It was reported that during a lavh procedure, when the surgeon articulated and closed the trigger, it did not close. The proximal part of staple came out with unformed shape after articulating. Surgeon used same device with new reload, and the problem occurred again. Also the articulation joint was broken without any reason. Surgery was prolonged 10 minutes. Unk how case was completed. There were no adverse consequences to the pt.

Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.